Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional said therapy could not be turned off, that there was an error on the patient programmer. Caller said therapy was working per patient. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.